Event description:
Patient admitted (B)(6) 2016 for lvad fault alarms on (B)(6) that persisted despite a controller change. On (B)(6) a driveline fault alarm occurred on batteries with original controller along with an acute change in speed (8500rpm from 9400 rpm). A non-grounded cable and new controller was provided. Initial review by thoratec suggested "false positives" alarms caused by small electrical shorts. X-ray did not reveal a fracture, though inspection showed previous repair with multiple areas of irregularity. Patient reported a new irregularity closet to driveline exit site. Pump exchange not advised due to ongoing treatment for hcc. Patient had no further alarms on non-ground cable. On (B)(6) engineers attempted to repair the external portion. However, during testing, pump stoppage occurred indicating a brown wire problem. Further exposure of the driveline showed evidence of serious fluid in the space between the cable and silicone covering. This was indicative of a defect allowing fluid to track along the driveline. The external part of the cable was spliced to a new cable but the electrical fault could not corrected indicating a fault at the driveline's internal aspect. The old external cable was a re-connected and it was decided to treat the patient conservatively given preservation of some cardiac function and ongoing hcc therapy.